Event description:
Rn pulled an 8 french suction catheter from the packaging to perform an endotracheal suctioning and the tip of the catheter appeared to be melted together. Another catheter checked from the same lot number was ok. The product did not reach the pt.